Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare provider reported right side "capsular contracture" baker grade unknown, "deformity of reconstructed breast," and "breast implant rupture." Device explanted.

Event description:
Healthcare provider reported right side "capsular contracture" baker grade unknown, "deformity of reconstructed breast," and "breast implant rupture." Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Rupture: one opening observed on the radius side assessed as unidentified (tear) opening. Additional observations: creases were observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a2, d4, d9, e1, h3, h6.